Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted for sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion date reported as ''(B)(6)''. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("head pain"), fatigue ("extreme chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in the menstrual cycle") and heavy menstrual bleeding ("abnormally heavy bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of essure along with fallopian tubes removal). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and menstrual disorder to be related to essure. The reporter commented: insertion date reported as (B)(6) 2015. Most recent follow-up information incorporated above includes: on 8-sep-2021: adverse event "foreign-body material has been removed" updated to "severe (chronic) pain in the abdomen"; adverse events "back pain"; "hips pain"; "head pain"; "extreme chronic fatigue"; "memory loss"; "problems concentrating"; "changes in the menstrual cycle"; "abnormally heavy bleeding"; "hormonal problems" were added to the case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen'). In a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("head pain"), fatigue ("extreme chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in the menstrual cycle") and heavy menstrual bleeding ("abnormally heavy bleeding"). And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of essure along with fallopian tubes removal). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and menstrual disorder to be related to essure. The reporter commented: insertion date reported as (B)(6) 2015. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-sep-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.